Event description:
It was reported that the customer experienced high and low blood glucose levels. The high blood glucose reading was over 400 mg/dl. The customer stated that she used the bolus wizard to determine the recommended manual injection amount. She stated that she ended up having a low blood glucose reading of 32 mg/dl after treating with 10 units of insulin. She declined troubleshooting assistance for both the high and low blood glucose levels. She advised that she treated the high blood glucose with manual injection and the low blood glucose with food and juice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.